Event description:
It was reported that the device had early battery depletion due to elevated threshold on the left ventricular lead. The device was explanted and replaced. The physician decided to explant and replace the lead rather than revise it due to medical reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.